Manufacturer narrative:
Corrected from emdr#1218950-2015-06775 which was submitted using (B)(4). This emdr replaces the original submitted report.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure it is unknown if the device was in use on patient, but the customer reported that there was no patient harm.